Event description:
Information received indicates the head section will not pump all of the way and then drifts back down.

Manufacturer narrative:
The technician replaced the weak gas springs to repair the stretcher.